Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the battery site was very painful and got very hot and red. The patient had an office visit with their doctor at which time the representative scanned the device and found the battery needed to be replaced within 6 months. The patient had surgery to replace the device with a new one. It was noted that the device malfunctioned and did not do what it was supposed to do. The old device had been cleaned, disinfected, and sequestered. If additional information is received, a follow up report will be sent.